Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, pre-operatively, the surgeon squeezed the handle but I-beam got stuck and stopped moving. The stapler was unable to fire and the surgeon was unable to press the green button and squeeze the handle. There was no patient involvement.